Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and no capture. It was confirmed that this was due to the lead not being fully secured in the header. The pocket was reopened and the lead pulled easily out of the header without loosening of the setscrew. The lead was retested and reconnected ensuring ratcheting of the setscrew. The device and lead remain in use. No patient complications have been reported as a result of this event.